Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facslyric" waste leakage occurred outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Facsflow. If so was there leaked fluid in under pressure? No. What is the source of leak -- waste line or non-waste line? Yes. If waste line, whether it is mixed with bleach or contamination? No. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Event description:
It was reported while using bd facslyric¿ waste leakage occurred outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Facsflow. If so was there leaked fluid in under pressure? No. What is the source of leak -- waste line or non-waste line? Yes. If waste line, whether it is mixed with bleach or contamination? No . Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6). Problem statement: customer reported complaint of a waste leakage without bleach not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 17mar2020 to 17mar2021. Complaint trend: there is 4 complaints related to a waste leakage from the instrument body not contained within the instrument. Date range from 17mar2020 to 17mar2021. Manufacturing device history record (DHR) review: DHR part # 663029 serial # (B)(6), file # 663029-663029-r663029000237-107182719-21, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a worn fluidics tank. The customer had identified the issue and submitted a request for a replacement part to be sent to them. Upon the parts arrival, the customer was able to properly complete the replacement without the assistance of an fse and no work orders had to be created. No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repair, the customer reported that the instrument was functioning as expected with no further leaks. The customer had reported that the leakage was of a non-biohazardous material, but since the leakage originated after the waste line it should be assumed that the leakage contained some biohazard material. However, while contact with biohazardous material can pose a risk to the customer in the form of contamination, the customer did not come in contact with the leaked fluid and were not harmed in any way. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: n/a, case # (B)(4). Install date: 18mar2021. Defective part number: 648895 ¿ tank large. Case comments: faulty drain tank. You order pcn 648895. Returned sample evaluation: a return sample was not requested because the part that was replaced is not returnable and was discarded. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. Azure ID: 89177. ID: libivd-ra-71 2.1.14. Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: failed waste connection. Harmful effects: injury to operator due to spraying of waste. Risk control: . Robust design connection to the tank. The waste connection to the chassis is housed inside the system. Waste cap removed interlock. Follow universal precautions included in user documentation. Req link (azure ID): 93782 libivd-did-1585 normal use implementation verification: libivd-se-15-84ar. Libivd-se-15-72p . Libivd-se-15-51ir. Effectiveness verification: libivd-se-15-84ar . Libivd-se-15-72f . Libivd-se-15-51ir. Probability: 1. Severity: 1. Risk index: 3. Residual risk evaluation: a. New hazards: none. Azure ID: 89178. ID: libivd-ra-72 2.1.15. Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: failed waste connection. Harmful effects: damage to instrument. Risk control: robust design connection to the tank. The waste connection to the chassis is housed inside the system. System shall be designed to isolate fluid from electrical and optical components. Waste cap removed interlock. Req link (azure ID): 93748 libivd-did-1582 shielding. Implementation verification: libivd-se-15-84ar. Libivd-se-15-53ir . Libivd-se-15-72p. Effectiveness verification: libivd-se-15-84ar . Libivd-se-15-53ir . Libivd-se-15-72f probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the leakage was due to a worn fluidics tank. Conclusion: based on the investigation results, the root cause of a biohazard leak not contained within the instrument was due to a worn fluidics tank. The customer reported the issue and requested a replacement part to be shipped to them. No work order was created as the customer confirmed that after installing the replacement part, the instrument was working as expected with no further leaks. No one was harmed or injured due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected. The safety risk is moderate, s3, and there was no impact to customer health or safety. H3 other text : see h10